Event description:
The allegation concerns a melted power plug and smoke emission. No injuries were reported. Inspection confirmed that the power plug had melted, and the product was subsequently replaced.

Manufacturer narrative:
The manufacturer investigated the cause of the melted plug by conducting a series of tests. The results indicated that the plug¿s internal wires experienced intermittent disconnection. Simulations demonstrated that, over time, especially when the power cord is unplugged by pulling, the inner conductor may loosen, leading to intermittent disconnection and potential arcing. Significant arcing can produce sparks, degrade the insulating material, and generate a green substance (copper chloride), ultimately causing the plug to melt. In summary, the arjo device did not meet its performance specification, as the power cord melted and was therefore involved in the event. It remains unknown whether the device was in use for patient treatment at the time of the event. However, no injury occurred. The complaint was assessed as reportable due to the melted power plug. The device is distributed outside the us and no gudid information exists.